Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board. The case was also cracked.

Event description:
It was reported that there was a crack in the case of the insulin pump. The reported blood glucose reading was 201 mg/dl. It was also reported that the display was going blank during normal use. Nothing further was reported.